Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was greater than 800 mg/dl. Customer had abdominal pain and vomiting. Customer was treated with intravenous drip and. Customer did not alleged that the insulin pump was under delivering. Customer reported the drive support cap was normal. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.